Event description:
While stent was being inserted, the distal shaft broke off. (Proximal part of stent was inside body, distal part that broke off was out side of body). Mgr spoke to staff and looked at product. The stent was still on the delivery wire not deployed. It was the bottom part of the wire that broke off: nothing inside of patient. Dr was able to remove the rest of the wire and undeployed stent. Nothing retained in pt and no harm to pt.